Event description:
Caller reported that a pump malfunction occurred after it was accidentally dropped. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue reappears.